Manufacturer narrative:
A visual inspection of the returned device revealed that the tip was attached to the delivery device but that it had been withdrawn proximally into the outer sheath. It was noted that the stainless steel shaft was bent midway and various kinks were noted along the shaft. The shaft was dissected during analysis and the outer sheath was dissected in order to withdraw the tip and inner. On withdrawal of the stent, no issues were noted. The cause of the damage is undetermined, however the most likely cause is operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2007 that a wallflex enteral duodenal stent was used during a procedure performed the same day (patient gender, age, and weight are unknown). According to the complainant, upon partially deploying the stent, the physician reconstrained the stent delivery system distally but encountered resistance and it would not advance smoothly. The physician withdrew the device from the scope, and noted that the distal taped tip of the catheter was no longer on the delivery system and could not be located upon removal of the device. The procedure was not completed because another device was not available for use. There were no patient complications reported as a result of this event.